Event description:
The core impaction drill was sent for evaluation because it was overheating. No further information was provided by the account.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.